Event description:
It was reported that the ventilator displayed a device alert during patient use. The patient was transferred to another ventilator without any reported harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended that the customer do a ground isolation check and replace the graphic user interface (gui) cable. Though requested, the customer has not provided any information regarding the repair of the device.